Manufacturer narrative:
Additional information: d4, d5, d9, e1, h3, h4, h6, h11. DHR review: "a manufacturing record evaluation was performed for the finished lot number 3944960 (product code tvtrl), and no non-conformances / manufacturing irregularities were identified. Expiration date: 31.dec.2025. Manufacturing date: 30.jan.2025". Investigation results: "DHR review: neuchatel team received for evaluation one product of gynecare exact product code tvtrl and lot number 3944960. An investigation was performed on received product and on the batch record file. The product was well packaged and according to the product identification "no decontamination" was required. The device received is in its primary and secondary packaging, including the IFU. No damage or foreign matter was found on the blister pack. The seal is clearly visible and compliant. The identification labels on the lid and blister correspond to the batch. Box is slightly damaged. During the product evaluation, the neuchâtel team observed white particles in the primary packaging. A measurement of particles sizes has been performed with a tappi chart #ne1685 and a calibrated ruler #g12463, as follow: all particles measured were less than 0.4 mm² or 3 mm in length but not attributable to the product (mesh or white particle from the mesh generated during the manufacturing). No other defects were found during the product evaluation. A manufacturing record evaluation was performed on octobre 08, 2025 and the batch met all finished good release criteria for lot 3944960 and product code tvtrl. No nonconformance was identified. According to the evaluation, this complaint is related to a manufacturing issue. The defect observed during the evaluation corresponds to the description of the event: (a circulating nurse noticed white dust inside the sterile tvt exact packaging containing 5 units). The complaint is confirmed and is related to manufacturing (class I defect as per wi-emqd10 rev.25). The powder has been confirmed to be from the underside of the tyvek adhesive. Powder is created during transit when device/packaging is contacting underside of the tyvek material. All materials used in these devices and packaging meet the biocompatibility requirements contained in iso 10993-I: "biological evaluation of medical devices - part 1: evaluation and testing" and on FDA general program memorandum #g95-I: use of international standard iso - 10993, "biological evaluation of medical devices - part 1: evaluation and testing." -the white powder has been tested by a third-party laboratory for potential cytotoxicity concerns. It has been determined that the potential deposition of these particles into the patient would not significantly increase the risk of toxicity." The manufacturing number is (B)(4).

Manufacturer narrative:
"Complaint no. (B)(4). This report is being submitted in accordance with the requirements of 21 cfr part 803. The information contained herein is based on data available to caldera medical at the time of submission and may not have been fully investigated or independently verified prior to the required reporting deadline. Submission of this report does not constitute an admission or conclusion by caldera medical that the product caused or contributed to the reported event. The investigation remains ongoing. In accordance with manufacturing procedures, trays are inspected against a black background, and no particles were noted during these inspections. A final inspection of the product is also performed to verify product integrity. All mesh devices were sterilized using ethylene oxide, and the products were confirmed to meet specifications at the time of release. A review of the manufacturing records indicates that all products released during the relevant timeframe were manufactured in accordance with approved procedures and met all established specifications during both manufacturing and quality release processes. As the product was not returned for evaluation, no definitive conclusions can be drawn regarding the reported event at this time. The investigation will continue, and this report will be updated should additional information become available."

Event description:
Circulating nurse noticed a white dust material inside tvt exact sterile packaging in 5 units. All in same case, 4 with same lot # 1 with another lot #. Opened 1 device, observed rest through packaging. To the best of our knowledge, the device was not used on the patient.